Event description:
A customer contacted beckman coulter (bec) reporting a liquid leak of an unknown amount was coming from the right hang side of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There were no instrument generated errors associated with this event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse discovered a small hole in the lyse tubing. It was leaking a small stream of lyse at the bottom of the unit. The fse replaced the tubing and instrument performance was verified. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).